Event description:
An endurant ii stent graft was selected for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 28-30 mm in diameter and 10 mm in length. The left common iliac artery was 13-21-12 mm in diameter and the right common iliac artery was 16-15-19 mm in diameter. The right femoral artery measured 7 mm in diameter and the left femoral artery measured 6 mm in diameter. It was reported that during the procedure, the physician inserted the endurant delivery system was passed onto the guidewire as usual, without incident. However, when attempting insertion, the physician claimed that the taper tip did not ¿feel right¿. The physician's words describing the feel were ¿the device is not tapering to the wire. It doesn¿t feel right going in. It is not hugging the wire¿ as it usually does. I am taking it out; something is wrong with this, give me another one.¿ a replacement device was provided with the exact diameter and length. The device was at the vessel but was not inserted into the body. There was no noticeable damage to the device or packaging. There were no issue during the prepping of the device. There were no issues with the lunderquist guidewire. The wire was not changed as the replacement graft was inserted and implanted successfully. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The complaint was not confirmed; a wire tracked successfully through the tapered tip. The root cause of the event could not be conclusively determined; the device was unremarkable besides the damage due to return shipment.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: other (unknown cause of event).